Event description:
Per rep, patient came into hospital with food impaction. A stricture was found and esophageal dilatation was performed. O.r. Technician filled balloon with air. An allegiance microvasive inflation device was used. The single-stage inflation system was used. The balloon burst. A perforation was found in the patient's esophagus and per contact, the cause has not been determined. The patient has had previous strictures and is currently all right.